Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) reported hearing beeping tones from the device. Upon interrogation, a code 1003 was observed. A copy of the device data was saved to a disk and submitted to technical services for review. Device replacement was recommended due to the low voltage fault. No adverse patient effects were reported.

Manufacturer narrative:
Engineering review of the device data confirmed a low-voltage fault (fault code 1003) had occurred. There were no other faults or resets stored within device memory. The voltage was 3.021 volts, confirming therapy delivery was unaffected. The device was malfunctioning such that the battery status indicators were not reflecting the depletion condition and were therefore inaccurate. A review of the battery voltage measurement data indicated the current drain was consistent over time, so there was sufficient reserve for the device to maintain normal therapy functions for approximately 28 days. Technical service's recommendation for device replacement was confirmed by engineering's review of the device memory. As of today, the device remains implanted pending a replacement procedure. This report will be updated when the device is explanted, returned, and analyzed.

Manufacturer narrative:
The device was later explanted, replaced, and returned for laboratory analysis. This report will be updated upon completion of analysis. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device's battery. Low voltage capacitors are used in the device's high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).